Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the full lot number was not provided. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3286, UDI: (B)(4), serial: n/a, batch: 4370745.

Event description:
It was reported that the patient underwent surgical intervention where the ipg and lead were explanted and replaced. The reason for replacement is unknown at this time. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information was received stating that the lead was electively replaced to provide the patient with an MRI conditional system, and the ipg exceeded the 75% expected longevity. Therefore, there was no device malfunction or allegations on the devices.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - there is no device malfunction, and the device was electively replaced. Therefore, decision is not reportable. Correction - section d - device information corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.